Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd894956 and gd895078 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up report will be submitted. Same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. Treatment and outcome were not reported. Pd therapy was ongoing. Additional information was requested, but is not available. This is report 2 of 2 for this peritonitis event.